Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer's blood glucose (bg) level was 359 mg/dl. Customer performed a supply change to address the issue.